Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. She had to move the depth setting to 3.5-4 in order to stick her finger. This made the lancet go too deep. When the needle pierced the skin, she moved her finger and cut her finger. The finger is sore, it hurt and was stinging. She did not seek medical attention. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.